Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: lumbar canal stenosis procedure used: oblique lumbar interbody fusion (olif) levels implanted: l1-2-3 it was reported that post-op, the cage at l2-3 migrated by one-third of its length to anterior due to which patient developed paralysis on lower extremity. Revision was performed on (B)(6) 2017. Paralysis was resolved post surgery.